Event description:
The patient reportedly experienced intermittencies followed by a loss of lock with her device. External equipment was exchanged and programming adjustments were made. However the problem was not resolved. Surgery to explant the patient's device will be scheduled.